Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) (B)(6). It was reported that when the catheter was unpacked, it was confirmed that the collet of the catheter connector came off. No complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received confirmed the event occurred before use and there was no patient involvement.

Manufacturer narrative:
Analysis found no anomaly. If information is provided in the future, a supplemental report will be issued.